Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver displayed a system check passed screen. The receiver was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A receiver charge and boot was performed and passed. A receiver download was performed and error code 67 was observed. A functional test was performed and passed. Confirmation of the complaint was confirmed. The probable cause could not be determined.